Manufacturer narrative:
(B)(4)). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 (48 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis an air cushion between the membranes was detected. This indicates a defect of the air-side layer membrane. After disassembly a hole was confirmed in the air-side layer, located on the rolling radius of the stabilization ring. Abrasion was determined between the air-side and middle layer of the membrane. Abrasion was most probably caused by local failure of graphite coating of the membrane. Graphite particles formed due to the abrasion between the layers caused increased friction at points which finally led to the defect in the air-side layer of the triple layer membrane. When defect occurred in the air-side layer, air will get in between in the air-side layer and middle layer and forms air cushion. This will reduce the pump performance.

Event description:
On (B)(6) 2015 manufacturer was informed by distributor that (B)(6) 2015 the site has suspected a defect of the membrane of the excor blood pump of a patient supported in lvad configuration. According to the site, an air cushion has built between the membrane layers reducing the pump performance. The excor blood pump in question was exchanged by trained staff at the clinic. The patient tolerated the exchange well and did not experience any untoward effects. Patient was weaned afterwards.